Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar events of kinked cannula with two infusion sets. Symptoms were noticed within 3 hours of insertion. The site of insertion was upper buttocks for one and abdomen for the other set and the site was rotated regularly. Patient's blood glucose at the time of event was 236 mg/dl. The patient took correction injection via mdi and replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.